Manufacturer narrative:
Reported event: an event regarding patient factors involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: undated, unlabelled x-rays: ap and lat right hip - uncemented right tha, reduced, nominal with radiodense line around radiolucent line surrounding the uncoated distal stem consistent with successful biologic fixation. Mild lateral cortical hypertrophy in gruen zone 3 is noted. No clinical or pmh, no patient demographics, no operative reports, no examination of explanted components, no dated serial x-rays. Based upon the x-rays supplied, neither confirmation of the event description nor preparation of a medical report is possible for this case. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient hip was revised due to pain and some remodeling on cortex whereby the femoral stem was revised to restoration modular construct. Clinician review of provided medical records cannot confirm the reported event. The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or patient medical history (pmh), patient demographics, operative reports, examination of explanted components, and dated serial x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient had tha in 2016 and presented with pain. It was further reported that xrays show some remodeling on cortex and the patient required revision of the femoral stem to rest mod.